Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 8, with a specific fault ID. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to use multiple daily injections (mdi) as a backup insulin therapy while a replacement pump was arranged and sent by cts. The customer was also instructed to return the faulty pump to tandem using the provided return box and pre-paid label.